Event description:
It was found that the handpiece no longer meets the specifications for impedance, phase margin and frequency. The device was used during a laparoscopic colon. A competitor device completed case. No patient consequence.